Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to clinic, low amplitude and high frequency non-physiologic signals were observed. Patient received inappropriate antitachycardia pacing therapy due to noise. Noise was not reproducible in clinic. Myopotential oversensing was suspected. Programming changes were suggested.